Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact on the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer planned to change out the cartridge independently and declined further assistance, with instructions to call back if the malfunction code recurred.